Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. . If information is provided in the future, a supplemental report will be issued.

Event description:
Pre op diagnosis: lumbar spinal canal stenosis procedure performed: cage replacement screw replacement levels implanted: l5/s post-op, cage back-out. In postoperative image diagnosis one month after discharge, it was found that the cage was backing out to vicinity of the posterior wall, so cage replacement was performed.